Event description:
It was reported that the valve was not flushing.

Manufacturer narrative:
The valve was patent and passed siphon testing. It was within specs for pressure flow characteristics and preimplantation testing. The valve did not pass testing for reflux or leakage due to a tear on the delta chamber. No occlusions were detected in the catheter's valve. A review of mfg records showed no anomalies. All our prods are 100% tested at the time of MFR.